Manufacturer narrative:
The check of dhrs did not highlight any pre-existing anomalies. This is the first and only complaint received on this lot number. A final report will be submitted after the investigation is completed.

Event description:
During the procedure on (B)(6) 2026, the cup did not properly engage with curved cup impactor (product code: 9095.11.550, lot: 25bg084). This issue caused an approximate 20 minute delay. The instrument had been used approximately 10 times. The surgery was completed using the straight cup impactor without further complications. There was no impact on the patient. The instrument set had been checked by the scrub nurse and was used appropriately throughout the procedure. The surgeon is an experienced user of lima devices. The procedure performed was a primary tha. Event occurred in italy.